Manufacturer narrative:
Product analysis: the device returned with numerous kinks along the hypotube. There was a kink on the transition tubing . The distal shaft was kinked distal to the guidewire entry port. There was deformation to the 7th distal stent wrap with struts raised. Negative prep was performed with no issues. The balloon was inflated to nominal pressure (9atm) and maintained pressure. There was no evidence of a leak/burst along the catheter or balloon. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a mildly tortuous and mildly calcified mid rca lesion exhibiting 90% stenosis. No damage noted to device packaging or issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. The lesion was pre-dilated. During the procedure the device did not pass through a previously deployed stent. No resistance was encountered during delivery or excessive force used. It was reported that the resolute integrity device failed to inflate during attempted stent deployment, it would not hold any pressure and there was blood return. Device was removed and procedure was completed with another device. No patient injury reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.